Event description:
Reporter states the patient's husband awoke to find the patient unconscious and called the ambulance. The customer "became conscious" and was treated by her husband with a can of coke before the ambulance arrived. The ambulance arrived at an unspecified time and obtained a result of 1.4 mmol/l on their device. At this time they treated customer with 2 tubes of glucose and a vegemite sandwich. The case also states that customer received the following results on the mobile system within 5 minutes: 4.6 mmol/l and 1.4 mmol/l. It is not known if these results were obtained before or after the treatment from paramedics. The patient also received the following results on mobile system compared to a professional meter within 10 minutes: 24.8 mmol/l (mobile system) and 7.8 mmol/l (professional meter). No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.